Event description:
The wired looped end of the meniscal repair needle pulled out during the procedure and landed on the floor. The wired loop end was found and was still intact. FDA safety report ID# (B)(4).